Manufacturer narrative:
Other relevant device(s) are: micra. Mc1vr01-delsys / expiration date: 14-jul-2020 / serial#: (B)(4), UDI #: (B)(4). Mfg date: 07-feb-2019, (b(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the primary cause of death was femoral artery laceration and the second cause of death was hemorrhagic shock. Presumed etiology of femoral artery injury was as through and through puncture from the femoral vein through the femoral artery and back into the femoral vein. It was also indicated that the llipg delivery system functioned as intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of the implant procedure of the leadless implantable pulse generator (ipg), the operator noticed arterial blood while removing the introducer. The patient's pressure dropped. The physician and the team tried to gain hemostasis, but the patient developed a hematoma in the groin area. A stat echo was performed that concluded there was no effusion. The patient was taken to the operating room and the vascular surgeon visualized a hole in the femoral artery. The EKG showed electrical activity at the programmed rate of the pacemaker which was set to a lower rate of 100 bmp. There was no pulse. It was reported that the patient died the same day.